Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: presumed that the incident occurred due to the use of high-frequency instruments without maintaining a sufficient distance from the tip. However, root caused could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.